Manufacturer narrative:
An exhalent was returned, decontaminated and investigated. A visual inspection was performed on the returned exhalent and found that the turbinate heater separated and was not returned confirming the complaint. The plastic insulator which holds the heater was melted and deformed. If the heating element (tip) gets too hot and is manipulated, it may separate from the insulator which holds it. Due to the condition of the returned device, the overall performance could not be tested for abnormal activation. Individual components were evaluated for producing high tip temperatures. The returned device meets the functional requirements and is working normally. The probable cause was that the heater was not properly placed within the tissue site in accordance with the instructions for use. A review of the device history record found no issues.

Event description:
It was reported that the tip of the device came off inside the turbinate and was not retrieved. No pt info was provided.